Manufacturer narrative:
The device did not return for analysis. However, a media was provided but the reported allegations cannot be confirmed based on it. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that an aortic hematoma and perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Transseptal position was observed on transesophageal echocardiogram (tee) and appeared to be mid/mid on the septum. The versacross radio frequency (rf) wire was placed on the septum and rf was applied, but nothing was observed in the left atrium. A new position was obtained, and rf was delivered successfully to cross into the left atrium. Imaging was poor quality. No difficult anatomy and no other complications. After attempting the wire further into the left atrial appendage (laa), change in aortic root was observed by tee imager. The procedure was paused for further evaluation and monitoring of aortic hematoma. The patients' vitals remained stable throughout. It was implanting providers decision to abort procedure to further monitor patient and get cardiac computed tomography (CT) for further diagnosis. During case debrief, case imaging was reviewed and appeared to show the first transseptal attempt crossed into the aorta. The patient was sent to intensive care unit for overnight monitoring and has been discharged. Physician does not believe product contributed to the complication. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that an aortic hematoma and perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Transseptal position was observed on transesophageal echocardiogram (tee) and appeared to be mid/mid on the septum. The versacross radio frequency (rf) wire was placed on the septum and rf was applied, but nothing was observed in the left atrium. A new position was obtained, and rf was delivered successfully to cross into the left atrium. Imaging was poor quality. No difficult anatomy and no other complications. After attempting the wire further into the left atrial appendage (laa), change in aortic root was observed by tee imager. The procedure was paused for further evaluation and monitoring of aortic hematoma. The patients' vitals remained stable throughout. It was implanting providers decision to abort procedure to further monitor patient and get cardiac computed tomography (CT) for further diagnosis. During case debrief, case imaging was reviewed and appeared to show the first transseptal attempt crossed into the aorta. The patient was sent to intensive care unit for overnight monitoring and has been discharged. Physician does not believe product contributed to the complication. The device is not expected to be returned for analysis (disposed).